Event description:
Movement is abrupt to trendelenburg position. Biomed states the table moved by itself, biomed was not present when this occurred. Technologist reported to biomed they were getting the table ready for a case when all of a sudden the table moved by itself, they reported nobody touched the controls.

Manufacturer narrative:
Covidien field service engineer (fse) investigated the staff's report to biomed that the table suddenly tilted trendelenburg without being initiated by the hand or foot control. Fse evaluated system and was unable to duplicate the reported issues. Fse verified that the 24v and 5v power supplies were correct. Additionally, fse did adjust the 5v to pump 1 motor control from 3.73v to 5.01v. Fse completed system check by verifying proper operation per the (B)(4) service manuals and completed service checklist (B)(4). Unit was fully functional and returned to service by customer.